Manufacturer narrative:
D6a should have been left blank on the initial manufacturer device report. H6 medical device problem code a1301 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
H6 placement signal issue code removed.

Manufacturer narrative:
Correction: d6a should have been left blank. Additional information received; b5 and h6 updated.

Event description:
Placement signal inaccurately high not correlating with patient readings.

Event description:
An impella 5.5 was placed in a 20-year-old male presenting with cardiomyopathy for hemodynamic support. During device preparation, automated impella controller did not recognize that the purge disc was in place despite multiple attempts. A decision was made to obtain a new controller; the replacement aic functioned without issues or errors.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received; b5 and h6 updated

Event description:
There was no patient harm, and a new aic was obtained and the issues were resolved.